Event description:
It was reported that this right atrial (ra) lead was abandoned due to noise oversensing that resulted in bradycardia pacing not being delivered when required. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.